Manufacturer narrative:
Block e1: initial reporter state: (B)(6). Block h6: device code 1069 captures the reportable event of stent shaft break. Block h10: the returned polaris loop ureteral stent was analyzed, and a visual evaluation noted that the renal pigtail was torn. The device did not present any detachment and the suture string was not returned for analysis. No other issues with the device were noted. The reported event was not confirmed. The analysis of the returned device revealed that no detachment was identified and the renal pigtail was torn. According to the product analysis, the problem found is an issue that could have been generated by the user or due to the interacting of the device with the suture string and the incorrect manipulation of the device during preparation; it's important to mention that the suture string was not returned and the device was outside the original pouch. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the preparation and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was opened to be used during a ureteral stent implantation procedure in the kidney for a stone, performed on (B)(6) 2020. According to the complainant, during unpacking, the physician noticed that the stent was broken in two pieces and could not be used. Another polaris loop ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was opened to be used during a ureteral stent implantation procedure in the kidney for a stone, performed on (B)(6) 2020. According to the complainant, during unpacking, the physician noticed that the stent was broken in two pieces and could not be used. Another polaris loop ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.